Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. Further, magnet application did not result in beeping tones. This device has been in service for approximately 5 years. A guidant technical services (ts) consultant recommended explant of the device. To date, there have been no reported patient symptoms associated with this clinical observation.